Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/13/2019, that on (B)(6) 2019, the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - correction "dexcom was made aware on 02/13/2019, that on (B)(6)2019, the receiver initialized without a manual restart."

Event description:
Dexcom was made aware on 02/13/2019, that on (B)(6)2019, the receiver shut down unexpectedly.